Event description:
It was reported that the pt programmer was not working properly. The pt could not turn the implantable neurostimulator (ins) off, and when she visited her doctor neither could they. The pt programmer was replaced. There was no pt injury.

Manufacturer narrative:
(B) (4).